Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent explant of the following hardware due to non-union of a fracture in the right arm , a 2.7 mm / 3.5 mm va-lcp posterolateral distal humerus plate, a 2.7 mm / 3.5 mm va-lcp extended medial distal humerus plate, and two 2x7 locking screws, part/lot number not available. It was also found that the 2 locking screws were broken in half. Half of each screw was left retained in patient. No further patient harm reported. Procedure completed successfully. No additional information was available. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: unknown when non-union began. This report is for one unknown - screw locking/unknown lot number. Original implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.